Event description:
The customer's spouse woke up at 5:15 am and pt was in a cold sweat. They gave syrup and waited about thirty minutes. Then used the device to check blood glucose. Obtained a reading of 83mg/dl. Pt was not responding so they called the emts. The emts could not get a glucose result and they treated with an IV and took pt to the e.r. Controls were not used on the system. The device was replaced and requested to be returned for eval.